Event description:
It was reported that a patient underwent a cardiac ablation procedure with a ngen pump, japan configuration. During the preparation and prior to insertion, the ablation catheter, when checking flush, had slow dripping. The flow rate of the irrigation was found to be extremely low when the medical team. The medical team redid the flush, reconnected the pump and tubing, reconnected the catheter and tubing, and restarted the pump. However, these troubleshooting measures did not resolve the issue. The catheter was never inserted into the patient. No error codes appeared. The pump was in automatic mode at the time of issue. The correct catheter settings were selected on the generator. The catheter was replaced and the issue resolved. The procedure was completed without patient's consequence.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). The hardware investigation has begun but it has not been completed at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 27-aug-2024, the product investigation was completed as service was declined. D4 primary UDI number has been updated to (B)(4).. It was reported that a patient underwent a cardiac ablation procedure with a ngen pump, japan configuration. During the preparation and prior to insertion, the ablation catheter, when checking flush, had slow dripping. The flow rate of the irrigation was found to be extremely low when the medical team. The medical team redid the flush, reconnected the pump and tubing, reconnected the catheter and tubing, and restarted the pump. However, these troubleshooting measures did not resolve the issue. Device investigation details: service was not needed (customer declined service). A device history record evaluation was performed for the finished device number 050523-117, and no internal actions related to the reported condition were identified. All devices are manufactured, inspected, and released to approved specifications as part of biosense webster's quality process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).